Manufacturer narrative:
Neither a lot history review nor a DHR review could be performed as the lot number was not provided. One 9 fr d/l hickman catheter was returned for evaluation. Visual, microscopic tactile and functional testing were performed. A crack in a c shape was observed just distal to the bifurcation on the white lumen. Clamping crease marks were noted on the individual lumens as well. The investigation is confirmed for the alleged leak, more specifically an external burst, the c-shaped split and the weakened tubing around the split surface are consistent with a burst. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. The other device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged burst as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model unk hickman dialysis catheter allegedly experienced a fluid leak. These reports were received from various sources. Of the two events, two involved patients with no reported patients injury. Of the two events, one of the patient's was 50 years of age, female, and weight was not provided. The other patient information was not provided.

Manufacturer narrative:
For the two reported events, one device was not returned for evaluation. The other device return is pending. The company is still investigating the issue at this time.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model unk hickman dialysis catheter allegedly experienced a fluid leak. These reports were received from various sources. Of the two events, two involved patients with no reported patients injury. Of the two events, one of the patient's was (B)(6) years of age, female, and weight was not provided. The other patient information was not provided.